Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1 (event site email).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6 (health effect ¿ impact codes).

Manufacturer narrative:
Due to character restrictions in block e1: the full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during service getinge service engineer discovered cardiosave intra aortic balloon pump (iabp) unit failed est test. There was no patient involved.

Manufacturer narrative:
Updated field: b4; g3; g6; h2; h11. Corrected field: e1 initial reporter.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (medical device problem code, component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) located the unit to be repaired, dismantled the unit and replace new power cord, reassembled the system and tested as per getinge specifications. Unit was returned back to service.

Event description:
Na.